Event description:
A customer reported that a pt was undergoing vitrectomy surgery. During the injection of silicone oil, the tip of the 23 ga. Cannula was ejected toward the pt's eye, causing the natural lens to fall into the posterior chamber. Currently, the pt is under observation, and it is possible that a second surgery will be performed for phacofragmentation and intraocular lens implant. A returned questionnaire indicates that a single use device was reprocessed / reused at least one time. Additional info has been requested.

Manufacturer narrative:
As the customer did not retain the finished goods lot number, device history record (DHR) and lot history could not be reviewed. There was no sample returned for evaluation and no additional info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. The root cause cannot be determined. (B)(4).